Manufacturer narrative:
One fogarty catheter with detached bd 3ml syringe was returned for evaluation. No packaging was returned. The balloon and windings were examined and no damage to the balloon latex and both windings was noted. The balloon inflated clear and concentric with 1.2cc air and remained inflated for 5minutes without leakage. There is no deflation specification using air as the inflation media. The balloon was again inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak for 5 minutes. Balloon deflation was achieved in 6 seconds by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. As received, the through lumen extension tube was kinked at 3cm proximal from the y-fitting. The through lumen was patent without any leakage or occlusion. Balloon testing was performed using returned syringe. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the plunger of the inflation syringe was not pulled back naturally and it was unable to deflate the balloon on the first day of use. Plunger was pulled manually then the balloon deflated. The catheter was removed from the patient without additional intervention. The inflation syringe was probably not removed from the hub. There were no patient complications reported.